Event description:
It was reported that the patient was having difficulty charging the ipg as it was no longer holding a charge. It was also noted that the patient was experiencing heat, warmth, and burning sensation at the ipg site while charging. The patient was reprogrammed and underwent an ipg replacement procedure.

Manufacturer narrative:
Exact date unknown, event occurred a year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg as it was no longer holding a charge. It was also noted that the patient was experiencing heat, warmth, and burning sensation at the ipg site while charging. The patient was reprogrammed and underwent an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR in block d6b.